Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report.